Event description:
The horizon IV pump alarmed. When the nurse removed the tubing, a kink was found about 1.5 inches above the cassette. The kink prevented the IV fluid from entering the cassette chamber and caused the pump to alarm. The kink was not able be corrected to function properly therefore the tubing was replaced. According to the nurse, the problem has been witnessed several times before.